Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope during an episode detected as supra ventricular tachycardia (svt)/atrial fibrillation (af) by the discriminator and then went slower than the programmed detection. The device remains in use. No further patient complications have been reported as a result of this event.